Event description:
On 12/19/96, the pt's mother noticed that the child did not look good and did not feel well so she took the child to the hosp. The pt showed an intrinsic rhythm at a rate of around 45 bpm. The rep that was present stated that he did not see any pacing spikes, but also commented taht with "this particular ECG machine pacing spikes are very difficult to see." A threshold of 0.4 msec and 8.1 volts was measured.